Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing. It was further reported that the icm detected a false pause due to undersensing of r waves.  It was also reported that the icm experienced intermittent noise and t-wave oversensing (twos). The icm was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.